Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, patient picking at the wound, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the site was not irrigated before closure, potentially contributing to the patient developing an infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to not irrigating the site before closure (clinician user error).

Event description:
The implanting clinician confirmed an infection was present and decided to explant the stimulator on (B)(6) 2021. The patient was prescribed antibiotics to treat the infection and no further issues have been reported.